Manufacturer narrative:
Na

Event description:
During g3 surgery, the distal locking screw was stuck when it reached the cortical bone. The screw was not able to be inserted. The surgeon tried inserting several times. The surgeon changed the screw to a 35mm length and the surgery was completed.